Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, off no power weak battery alarm noted; however corroded battery tube was noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, missing end cap sticker, cracked pump belt clip slot and stripped battery cap coin slot.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 144 mg/dl.